Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 335 mg/dl and an insulin injection was used to address the high bg level. The customer changed the supplies on the pump to bring the bg to target level. As the occlusion had occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be determined.